Manufacturer narrative:
(B)(4). For h6 code 4581, patient mentioned there is a bump at the insertion site and it was noted in the complaint there was a skin reaction.

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Please disregard skin reaction as part of 4581, as this symptom will be captured as 1868.

Event description:
Subsequent to the initial MDR, a correction is required.